Event description:
It was reported that after 8,072 joules and 04:33 minutes had elapsed a bright light was seen at the region of the cystoscope hand piece. The console was put into standby and the procedure was halted to asses the source of the light. A fiber break was observed immediately distal to the fiber handhold. It was suspected that the fiber was under too much tension at the entry point into the laser bridge. It was mentioned that all safety measures had ben taken prior to the incident, including protective eye wear. A second fiber was used to complete the procedure and there were no patient complications reported.